Event description:
Allegedly the label information was incomplete.

Event description:
Allegedly the label information was incomplete.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: device was out of spec in a manner that relates to event. Use of device not applicable.